Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not received for evaluation, however a photograph was received. The visual inspection of the provided picture showed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, a luer connector was observed to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.